Manufacturer narrative:
One bellatek zirconia abutment was returned for inspection. A visual inspection revealed that there was a fracture around the hex of the abutment. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. A CAPA and hhe were opened for fractured zirconia abutments. This includes all edaz abutments. The failure of this device is associated with a product recall z-1215-2014. The complaint is confirmed. A singular cause cannot be determined.

Manufacturer narrative:
Patient's date of birth and age not provided/unknown. Patient's gender not provided/unknown. Patient's weight not provided/unknown. Reporter's last name not provided/unknown. Device not returned to manufacturer for evaluation.

Event description:
It was reported that the abutment (edaz) fractured inside of the patient's mouth. Tooth location 9.